Event description:
The customer reported that the surgeon was performing a thoracotomy with lung air leak repair. The incident occurred when the surgeon was excising the anterior portion of a lung adhesion on the chest wall. The surgeon's fingers were holding the lung tissue near the area to be cut to prevent diathermy burn on the lung tissue while activating the diathermy. The pt was administered oxygen at approx 96%. The pt was suffering from severe lung injury that caused air leaks through the lung. Oxygen administered leaked through the injured lung. A spark occurred on the tip of diathermy pencil during the activation of diathermy. The spark turned into flame burning the patient's lung (exterior) and the surgeon's finger. The fire was extinguished using water. The patient's injury was minor as the lung area burnt was going to be excised. Surgeon's finger caught on fire for more than 10 seconds and burnt through 2 layers of gloves. Surgeon completed the surgery. The surgeon is recovering, but is currently on leave. The lung area burnt was stapled and resected.

Manufacturer narrative:
(B)(4). The site has indicated, the incident pencil is not available for investigation. The incident generator has been tested and found to operate to specification.